Event description:
The head of the screw broke during the operation. This is 1 of 1 report for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The device history record was not reviewed and no conclusion could be drawn as no lot number was provided. The holding sleeve which shows the article and lot number was not sent with the product. The cardan joint was bent during a mechanical overloading situation; the movable part therefore fell off. The instrument was checked for conformance to print specifications. No abnormal findings were identified. As no manufacturing related conditions were found we have to assume that too much applied mechanical forces while tightening caused the damage. No manufacturing related fault could be found.